Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient readmitted on (B)(6) 2016 for or was the site cultured? If so, what bacteria were identified? Yes, beta hemolytic strep group b. What was done to address the infection? Return to the operating room for an I & d with poly exchange on (B)(6). What type of medication? Dose? When (date) administered? Zosyn 3.375 IV post-op please provide any medical or surgical interventions performed? I & d with poly exchange initial procedure date: (B)(6) 2016. What date did the patient present with the symptoms? (B)(6) 2016. Please provide information on how the product was applied: per manufacturers recommendations under sterile conditions in the operating room. Was a dressing placed over the incision? If so, what type of cover dressing used? Abd and ace wrap. Was the product removed? Was another method used to close the incision? Prineo removed and staples applied post-op. Lot number involved: no information. What is physicians opinion as to the etiology of or contributing factors to this event: surgeon felt dressing was not occlusive and patient is incontinent at baseline patient demographics: patient ID/initials; age or date of birth; gender; bmi: wb, dob: (B)(6) 1948, male, bmi: (B)(6). Patient pre-existing medical conditions: copd, gout, prostatectomy, urinary incontinence, type ii diabetes, hypercholesteremia, ptsd, obesity, osteoarthritis.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee procedure on unknown date and the topical skin adhesive was used. The patient experienced a post-op infection at the incision site. Additional information has been requested.